Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the ps1 power supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the additional table keyboard would not work. No pt injury was reported.